Event description:
Imaging equipment in the cath lab failed during a procedure. Pt on the table and procedure in progress. Just before final imaging and deployment of carotid stent imaging failed and could not/would not re-boot. Case canceled/rescheduled. No adverse pt event.